Manufacturer narrative:
Findings: pump received with blank display due to moisture damage on electronics assembly. Unable to perform any test due to blank display. Pump received with broken battery tube thread, cracked reservoir tube lip, cracked case near display window corners, cracked on display window, and minor scratches on display window noted.

Event description:
A customer reported via phone call indicating that their insulin pump was exposed to moisture. The customer had a blood glucose level was unknown at the time of the incident. The customer stated that the insulin pump failed to work. The customer states that there was fluid/moisture in the insulin pump after the device was submerged in water. The customer was informed that the pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. A replacement insulin pump was shipped to the customer. The customer sent the product back for analysis.